Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the thrombosis could not be determined. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to 1. After the second clip delivery system (cds) was removed, thrombus was noted on the tip of the steerable guide catheter (sgc). The activated clotting time (act) dropped to 180. Additional heparin was administered and the act increased to >300. The sgc was removed and outside the anatomy, it was noted that the thrombus remained inside the tip of the sgc. The patient had a good outcome. No additional information was provided.